Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patient samples tested on a cobas 8000 ise module (double). The initial results were reported outside of the laboratory. The reporter stated that their ion-selective electrode (ise) qcs were out of range and they had to rerun previous samples. The sample was initially run on the ise 2 of the module and was rerun on the ise 1 of the module. The repeat results were deemed correct. The reporter was able to provide two examples of discrepant results: on (B)(6) 2022 at 10:30 pm, sample l349055145 had an initial result of 137 mmol/l from the module's ise 2. On (B)(6) 2022, the sample had a repeat result of 129 mmol/l from the module's ise 1. Sample 2 had an initial result of 147 mmol/l from the module's ise 2. The sample had a repeat result of 141 mmol/l from the module's ise 1. The sodium electrode lot number is p01 with an expiration date of 27-apr-2022.

Manufacturer narrative:
The field service engineer (fse) replaced the reference electrodes which he found to be damaged. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 did not indicate an issue. The qc performed on (B)(6) 2022 was noted to be out of range. The alarm trace indicated abnormal sample probe aspiration alarms. The pre-analytical data indicated that the serum sample was collected in 5ml gold top-serum separator tubes (sst). The investigation determined the service actions resolved the issue.